Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had a multiple station not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the station was not communicating. The technical support specialist (tss) confirmed with the lead that the performing a reboot, and it was normal for the station to remain in disconnected mode for a while. The tss advised the customer to contact the information technology department. The customer acknowledged the information. After that the tss received no call from the customer and updated for case closure. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, had a multiple station not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.